Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: according to the imaging review a new intimal tear at the zteg/gzsd disconnection point is confirmed. It cannot be determined whether which stent was responsible for the tear. It cannot be determined whether the new tear occurred as a result of the disconnection or helped cause the disconnection. Dissected thoracic aortas tend to lengthen when the false lumen is thrombosed and even more so when it remains perfused. There is a precipitous mismatch between the zteg diameter and the adjacent true lumen diameter, where the 42mm zteg represented an approximately 100% diameter increase relative to the 22mm true lumen. The radially weaker gzsd helps reduce but does not eliminate the risk of secondary intimal tear at the endograft's end. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on13nov2017: tevar to treat the new tear found on (B)(6) 2017 was performed, and a zteg-2pt-42-208-pf-d(lot#:e3502162) was placed in the patient by right cfa approach. Proximal 3 stents of it were overlapped with the txd placed before (zteg-2pt-42-208-pf-d lot#:e3302209). Distal 3 stents of it were overlapped with bare stent placed before (gzsd-46-164-2 lot#:e3414211). Since the most proximal stent of it was placed with a slight slope, touch-up ballooning to modify the position of it was performed by a trilobe balloon(gore). ¿flow from re-entry¿ or ¿slight type 2 endoleak presumably originating from the branch of the intercostal artery¿ was found to remain there, but the physician determined to finish the procedure. Before the procedure, the physician checked the follow-up CT images of the patient taken after tevar conducted on (B)(6) 2016 (in the period from (B)(6) 2016 to (B)(6) 2017). He found that the most proximal one stent of the bare stent had already migrated distally approximately 3 months after the procedure. And after that, the bare stent separated from the txd main body completely.

Manufacturer narrative:
Appropriate term/code not available (3191) for device perforation h6 (device code): appropriate term/code not available (3191) for device tilt investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation, tilt, difficult to remove, shortness of breath (sob), chest pain, post traumatic stress disorder (ptsd), anxiety and depression. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported sob, chest pain, ptsd, anxiety and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# zteg-2pt-42-208-pf-d. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2016: approximately a year before the day of the procedure, replacement of the ascending aorta was performed to treat type a dissection, and type b dissection had remained there since then. Tevar using txd was performed against the chronic type b dissection on (B)(6) 2016. Since aaa was also observed on the patient, evar was performed on the same day. There were no problems in the access route. The patient¿s anatomy was suitable for the procedure. A zteg-2pt-42-208-pf-d (lot#e3302209) was placed in the aorta by right cfa approach. Its proximal end was located in the zone 3. Then, for the purpose of treating aaa and closing the re-entry, afx stentgraft (nippon lifeline) was implanted in the area below the renal artery. After that, a gzsd-46-164-2 (lot#3414211) and a gzsd-46-82-2 (lot#e3398947) were placed while bridging the two stent grafts. One stent of the txd main body and one stent of the bare stent (gzsd-46-164-2) were overlapped each other. On (B)(6) 2017: follow-up CT imaging was conducted, which confirmed a new tear in the area around the distal end of the txd main body (pr#(B)(4)). Enlargement of the false lumen owing to the restart of the blood flow into the false lumen, and a detachment of the overlap between the txd main body and the bare stent, meaning migration of the stent (pr#(B)(4)), were also confirmed. Additional information received 10oct2017: regarding location of the confirmed new tear in the area around the distal end of the txd main body. The new tear occurred at the area where the zteg and gzsd devices originally overlapped each other. Patient outcome: the patient's condition was unchanged. Tevar to treat the new tear is planned to be performed in the middle of (B)(6) 2017.